Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that communication with the processor became impossible due to break of cable, then the phenomenon occurred. The break of cable might be due to user's handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on september 21, 2021, it was found that no image was displayed due to cable break. There was no report of patient injury associated with the event.